Event description:
After the implant procedure was completed, the patient developed a pneumothorax. Imaging suspected the sensing lead was pushing into the pleural space. Physician placed a chest tube and re-intubated the patient. Physician brought the patient back into the or 2 hours later, repositioned the sensing lead, flushed the pocket, confirmed no air bubbles, and closed.